Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
The customer reported that, during patient use, the 840 ventilator alarmed and the nurse reported the display was blank. The patient was removed from the ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.